Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived at the clinic for a connect to power alarm. Batteries were fully charged, clips were intact, and cables were intact as well. When connected to the wall power there was no alarm. When connected to batteries, the white cable does not alarm, but when connected to the black cable, the alarms stated connect to power and low battery. Log files were sent for review. The event log captured low voltage hazard events and also a few random ¿connect power¿ events throughout the log while using battery power. Noted that when the white power lead was disconnected it led to voltage hazards. Later in the log it was noted that when the black lead was disconnected it also led to low voltage hazard events. All clips and batteries had been tested. It only started alarming when the system controller was placed in the patient's carrying bag. The controllers were received in july. It was additionally reported that the log files captured older data back from (B)(6) 2025 showing voltage hazard events on battery power and disconnected from the driveline on (B)(6) 2025 at 13:31.